Event description:
It was reported that the customer's insulin pump was delivering boluses without his intervention. The mother stated that she uploaded the customer's insulin pump to carelink and notice several boluses over the past week. The caller stated that the reports confirm that there were several boluses, but the bolus history was showing 0.0 units for the suggested amount to deliver. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.